Manufacturer narrative:
Product event summary: the medial portion of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: 694765 lead, implanted: (B)(6) 2010; 419588 lead ,implanted: (B)(6) 2010.

Event description:
It was reported that the patient developed a pocket infection following a generator change. Transesophagel echocardiogram revealed vegetation attached to one of the leads. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.